Event description:
It was reported that this patient received therapy from this implantable cardioverter defibrillator (ICD) device for a ventricular arrhythmia, which the device sensed and treated appropriately. However, shock therapy provided by the device failed to convert the arrhythmia and therapy was exhausted in one episode. The patient was subsequently brought to the emergency room (ER) and was admitted to the hospital for treatment. The device remains in-service. No additional patient symptoms or adverse patient effects were reported.